Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the device did not pass the leak test.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Leak testing was also performed and the sample passed the leak test. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the device did not pass the leak test.